Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/02/2024, that on 12/27/2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On 12/29/2023, it was reported that the patient experienced a skin reaction with itching, inflammation, and pustules, under entire patch area, which occurred 2 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral medication, prednisolone 20mg. At the time of the report the patient was still taking the medication and was in good condition. No additional event or patient information is available.